Manufacturer narrative:
The system is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
During a spinal procedure using intraoperative neuromonitoring, it was reported that the system displayed an error message.